Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; secondary endovascular procedure. Additionally there was evidence to reasonably support the following observations; stent migration, stent cage dilation of both the main body and cuff. The reported endoleak type iiia was refuted, rather there were evidence to support and endoleak type iiib. The most likely cause of the stent migration (15mm) and the compromised stent graft integrity of the cuff (stretched) was the use of strata material in combination with an anterior aortic remodeling and significant thrombus at the neck which was a cautionary product use condition. The procedure-related harm included an open repair of the left common femoral artery and drainage of a hematoma and seroma three days after the secondary repair procedure (additional surgical procedure). The patient was discharged home in stable condition on the first post-operative day after the re-admission for access site complications. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. (B)(4).

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
Patient was implanted initially on (B)(6) 2012 with a bifurcated, a suprarenal, and an infrarenal device to treat an aortic aneurysm. Patient was presented with an endoleak type 3a with component separation. The physician elected to reline with a gore graft on (B)(6) 2017. The patient was reported to be doing well post secondary procedure.